Event description:
It was reported that during a supply change the infusion set connector on an ilet system was oriented incorrectly and then promptly corrected by the user¿s caregiver, with blood glucose remaining unaffected; the issue involved the infusion set and cartridge, consistent with an infusion set fitting/connection problem at the connector/coupler. There were no reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a user error related to an incorrectly attached connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.